Event description:
It was reported that when the asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing was observed on a stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).